Event description:
The customer reported that the defibrillator is showing battery leds inconsistent with the actual charge.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.